Event description:
During an endo-tracheal procedure, the active electrode was sparking a lot. There were no serious injuries to the patient, and 100% oxygen was being administered to the patient during the procedure.

Manufacturer narrative:
The reported event in this incident is consistent with what is seen when an active electrode is activated near an oxygen rich source. The tip of the active electrode gets very hot and will have a propensity to spark or flare up in the presence of an oxygen-rich environment. Conmed provides warnings of this danger in manuals and package inserts provided with its generators and pencils.